Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received a low predictive alert and while trying to clear it, he noticed that the esc and act buttons were not responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 62 mg/dl; he treated with food. Customer declined troubleshooting for low blood glucose. Customer was advised to discontinue the use of the device. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.